Event description:
On an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a severe hypoglycemic event, believing after a "usual" meal announcement the ilet administered 11-12 units of insulin, which may have contributed to the drop in blood glucose levels. The user suspected their dexcom g7 continuous glucose monitor (cgm) was reading 50-70 mg/dl higher than their actual glucose, leading to continued insulin delivery from the ilet. The user lost consciousness, requiring ems services, which provided fluids and dextrose. After some stabilization, their blood glucose dropped again, prompting a self-admission to the hospital for further monitoring and IV fluids. While hospitalized, the user reported the lowest bg level of 39 mg/dl. Prior to hospitalization the user consumed peanut butter sandwiches, sugar tablets, large bottle of sprite, and granola bar in an attempt correct the low levels. A follow-up call on 10/15/2024 by a beata bionics customer care agent confirmed the user was back on the ilet and doing "great."

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date approximately 2 hours after a usual sized breakfast meal announcement. The hypoglycemia began after the new dexcom g7 cgm sensor warm up was complete. Glucose readings from the new sensor were 52 mg/dl lower than the last glucose value received from the previous sensor. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Meal doses of similar size on the days prior to the event have not resulted in hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by an inaccurate dexcom g7 cgm sensor providing falsely elevated glucose readings to the ilet, prohibiting the ilet from adjusting insulin doses appropriately.